Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the pump was emitting recurring call service alarms that could not be cleared. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 08/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the alarm history showed a call service 012 alarm occurred on (B)(6) 2014. No activity outside normal use was observed in the black box. A rewind, load, and prime sequence was performed with no alarms occurring. The pump was exercised for 24 hours with no alarms occurring. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).